Manufacturer narrative:
B3 - date of event: updated. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the epidural pump on labor ward was alarming indicating air in the line, despite being primed multiple times. The issue was resolved when the pump was switched. There was patient involvement, but no injury.